Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The infusion set was removed, and the cannula was bent. The customer was unable to conduct the prime or high pressure tests as she did not have another infusion set. The customer felt that the event was due to the bent cannula. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.